Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was noted that the right ventricular sensing had dropped. Defibrillation threshold testing (dft) was done to evaluate if the device could sense and shock appropriately, which it did. The patient was stable throughout.